Event description:
I had a bilateral mastectomy following cancer dx on (B)(6) 2017. Tissue expanders were placed the same day. The expanders were swapped out for silicone implants (natrelle inspira smooth round) (B)(6) 2017. Over the next 20 months, I would have 2 more sets of implants due to various complications including 1st set of implants flipping over backwards. The 2nd set were sientra smooth rounds which developed capsular contracture. I ended up with natrelle inspira soft touch ssm-345 which were installed (B)(6) 2018. During this whole time ever since the tissue expanders and subsequent breast implants, my health has steadily declined. The most profound symptoms of breast implant illness I have are excruciating joint pain (hips, spine, hands, feet, ankles, knees), unexplained leg and foot pain (nerve like pain) persistent rash on one breast, dry eyes, decreased vision, double vision, sinus and ear pain, irritability, mood swings, fatigue, dark circles under eyes, poor concentration, anxiety, depression, muscle weakness, sensitivity to light and sound, facial breakouts, no libido, weight gain, random joint swelling, pain in armpit, breast pain ranging from sharp to dull heavy ache, dry skin, brittle nails. I don't feel like I even know myself anymore because the changes in my demeanor are so startling. Prior to my breast implants, I was very happy, peaceful, loving, kind, gracious, energetic, ambitious. I loved to exercise, dance and walked a lot. Since the implants the pain my body suffers on a daily basis leaves me unable to exercise, dance or walk more than 1/2 mile. I have gone to a rheumatologist for blood work and xrays, an endocrinologist for more blood work, an ent for ear pain, vein specialist for leg pain and podiatrist for my foot pain seeking answers. I had nerve conduction studies for my leg and foot pain. I had injections to my hips for pain relief that did nothing to help. I have had ultrasound to my armpits. All my tests have been negative or within normal limits. I am left with no other explanation other than that my breast implants making me very, very sick. FDA safety report ID# (B)(4).